Manufacturer narrative:
Exemption number: e2014018. Medical intervention was necessary for revision surgery. There was no product returned. The device history records of the above mentioned lot numbers have been checked and found to be according to the specification, valid at the time of production. There is no indication for a material defect or a manufacturing failure. There is currently no information available to determine whether the failure is product related. Due to the fact we did not receive the complained parts or helpful information, the investigation must remain incomplete. On the basis of the batch history review, there is no indication for a material or manufacturing failure. If new information and/or the prosthesis are going to be provided, a further investigation will be executed. Due to the circumstances that it is not possible to determine a definitive root cause for this failure the risk analysis is not applicable.

Event description:
It was reported that revision surgery was performed due to product defect. Detailed information was not provided. It is not clear the reason for the revision surgery. It is only clear that a revision surgery was performed. It was reported the patient had a revision in 2017. Additional patient outcome and medical intervention information has been requested and was informed that when the information become available it will be forwarded. All med watch submissions related to this patient are: 9610612-2018-00538; 9610612-2018-00539; 9610612-2018-00541.